Event description:
It was reported that following a hemicolectomy procedure, the anterior field anastomosis got open. Re-operation was done. Patient is now well. No further information is available.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested: when was the open anastomosis noticed? During the first surgery? When did the re-operation took place? On what tissue type was the device used? At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc)? What color (blue/gold/green) was selected on the selectable staple height selector before firing? Did the surgeon move the firing knob left and right before firing? Was the handle closed completely before firing? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Did any part of the instrument break-off from the device? Were any of the forces higher or lower than expected (closing, firing, or opening)? Was there any difficulty removing the device from the tissue? What were the patient¿s pre-existing conditions? Does the patient have any relevant history of surgical treatments? If so, what? How long has the surgeon been using this device for this procedure (in years)? Was there a recent conversion to ees devices in this account or with this surgeon? What predicate device was used by the surgeon? Is there any other additional information you would like to share about this device or procedure? Right or left hemicolectomy? How was the anastomosis created (side to side,¿)? Message received per affiliate: unfortunately we did not receive any further information regarding the event yet.